Event description:
The consumer was in the kitchen when the right front wheel allegedly broke at the swivel stem, causing the consumer to fall to the ground and fracture her wrist.

Manufacturer narrative:
Device has been in use for 23 months. Device has not been returned at this time. Its unk if impact damage had occurred. Maintenance history is unk at this time. MDR filed based on injury.